Manufacturer narrative:
Corrections to all fields. Review of this file found that this was reported in error as the reported event did not cause or contribute to a death or serious injury and would not be likely to lead to a death or serious injury if it were to recur. Therefore, corrections are being made to all fields.

Manufacturer narrative:
The returned sleeve was evaluated. Part of the distal tip has fractured off; the complaint is confirmed. The cause cannot be determined since it is not known how the device was being used or handled when the fracture occurred. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain sufficient instructions regarding device usage.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3004485144-2017-00080.

Event description:
It was reported that two sleeves were found to be cracked and worn outside of a surgical setting. There was no patient involvement associated with this event. This is report one of two for this event.